Event description:
The lead was returned to the manufacturer after being explanted due to a system upgrade. The lead subsequently tested out of specifications during the manufacturer's analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. A connector issue was noted. The distal conductor and proximal conductors were distorted. All conductors had blood/body fluid (not obstructed). The inner insulation was kinked/buckled. The outer insulation was breached cut and had cosmetic depression. The helix/lobe was distorted/bent. There was blood in/on the helix mechanism and sleevehead. The guidetooth was damaged. The lead was stretched. Visual analysis noted intermittency between the connector pin and cap.